Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. The following additional information was obtained: the instrument was not holding the tissue properly, the site had to complete the procedure using a backup instrument.

Manufacturer narrative:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cadiere forceps were not functioning. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.